Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 63mm abdominal aortic aneurysm. On the right side, esbf2814c103ej and etlw1620c124ej ( were implanted. On the left side, etlw1624c124ej was implanted. It was reported that nine months later, the patient presented emergently with complaints of abdominal pain. A CT scan was performed and it was noted that the aneurysm diameter increased due to a ib endoleak from the distal region of etlw1620c124ej implanted on the right leg. Additional treatment was performed the next day. Prior to the implantation of a leg extension, coils were placed in the right internal iliac artery (iia). The procedure was completed after confirming the resolution of the type ib endoleak. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.